Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump had hardware low level failures error during performing self test. The customer¿s blood glucose was 105 mg/dl at the time of incident. The customer also report that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. Customer reports they were able to clear the alarm and able to rewind the insulin pump. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error alarm during testing however, hardware low level failures alarm (variable 3) is found in the downloaded history files due to broken trace at pin 6 (sda) on the keypad assembly. The motor was tested outside of the device and passed.